Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers did not open when trying to issue medication. After logging into the cabinet, the drawers repeatedly disconnected and displayed an error saying retrying to connect drawer. Each time the user attempted to access populate buttons or issue an item, the error reappeared and the drawers remained closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A field service engineer arrived onsite and found cabinet drawer 6 was not opening due to a product jam. The jam caused the customer to reboot the monitor, resulting in drawers not being detected on the bus. The obstruction was cleared, and the device was properly rebooted. After reboot, all drawers were functioning normally. The system functioned as intended after the field service engineer repaired the device.